Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, the loop wire at the end peg tube was detached. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure on january 27, 2022. During the procedure, the loop wire at the end peg tube was detached. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): device code a0501 captures the reportable event of loop wire at the end of the peg tube was detached. Block h10: the returned endovive standard peg was analyzed. It was observed that the feeding tube was cut near to the pull wire end. Based on the condition of the returned device, engineers determined that the problem observed could be due to the manipulation, or technique used during the procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.